Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had a problem with a sequential compression sleeve. According to the customer bruising on calf was noticed when removing sc sleeves, ecchymosis.